Manufacturer narrative:
At this time, it is unk if the sample will be available for investigation.

Event description:
The event is reported as: the customer alleges the device prongs fold over, block the flow of oxygen and will not stay in place in a neonates nares during use. There was no harm to the pt.